Event description:
Boston scientific received information that comments were made about six or seven cognis/teligen devices eroding through several patients skin. No information was obtained. No information is available regarding the model/serial of the devices involved. An effort has been made to obtain this information.

Manufacturer narrative:
Should additional information become available, this event will be updated.